Event description:
The customer report indicates a low ma error on c-arm during procedure. The procedure was completed without incident and no affect to the pt.

Manufacturer narrative:
The ge service rep performed a system filament calibration using utility suite, saved to system and performed operational checks to include image quality test as outlined in maintenance procedure. No problems noted, system operating as intended.